Event description:
It was reported that six months and seventeen days post chronic catheter placement, the middle of the red hub was allegedly broken. It was further reported that blood was leaking out of the cracked red hub. Reportedly, the external length was removed and replaced with a new external length repair kit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one red luer catheter extension leg was received for evaluation and two photos were provided for review. Visual, microscopic, tactile and functional evaluations were performed. A circumferential crack was noted to the red luer hub but still noted to be intact. Upon infusion, a small leak was noted from the catheter hub while water exited the distal end. The photos shows the circumferential crack in the red luer hub. Therefore, the investigation is confirmed for the reported fracture and leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that six months and seventeen days post chronic catheter placement, the middle of the red hub was allegedly broken. It was further reported that blood was leaking out of the cracked red hub. Reportedly, the external length was removed and replaced with a new external length repair kit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one red luer catheter extension leg was received for evaluation and two photos were provided for review. Visual, microscopic, tactile and functional evaluations were performed. The catheter hub appeared partially detached from the strain relief. Upon infusion, a small leak was noted from the catheter hub. The photos shows the detached collar in the red luer hub. Therefore, the investigation is confirmed for the reported leak and the identified detachment issues. However, the investigation is unconfirmed for the reported fracture as no evidence of break was noted in the red luer hub. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six months and seventeen days post chronic catheter placement, the middle of the red hub was allegedly broken. It was further reported that blood was leaking out of the cracked red hub. Reportedly, the external length was removed and replaced with a new external length repair kit. There was no reported patient injury.